Event description:
It was reported that the patient presented for elective lead extraction. During a complicated laser extraction, open heart surgery was required to repair a tear on the inominate/svc junction. An externalized conductor was observed when the lead was removed. It was unclear if this was caused by the extraction procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in 3 pieces. Internal insulation abrasion breaching the rv lumen was noted at 13.4 to 13.7cm from the distal tip. The etfe was intact. Internal insulation abrasion breaching the re lumen was noted at 13.8 to 15.1cm from the distal tip. The etfe insulation was intact.